Event description:
Boston scientific crm received information that the patient's family alleged the battery of this pacemaker leaked which in turn corroded the right ventricular (rv) lead. Additional information from the physician stated there was no evidence of a "leaking" device or "corroded" lead. However, the rv lead would not release from the device header due to a stuck setscrew. The rv lead was cut and surgically abandoned. The device was explanted. Both products were successfully replaced by competitive products. No serious adverse patient effects were reported. The company has received no other allegations regarding this product to date.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.